Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not be reviewed as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Additional information regarding this event is currently being requested from the healthcare provider. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that patient with a 27mm perimount valve underwent a valve-in-valve procedure due to degeneration after an unknown implant duration. An edwards transcatheter valve was successfully implanted in replacement. Patient was noted to be in good condition.

Event description:
Edwards received notification that patient with a 27mm perimount valve underwent a valve-in-valve procedure due to degeneration leading to regurgitation after an unknown implant duration. An edwards transcatheter valve was successfully implanted in replacement. Patient was noted to be in good condition.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.